Manufacturer narrative:
The insulin pump alarmed button error due to moisture damage keypad traces. The insulin pump had missing end cap sticker.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.